Event description:
It was reported that the customer had high blood glucose levels (208 mg/dl). During the fill tubing process the customer noticed insulin coming from the tubing. Customer changed out her infusion set to stabilize her blood glucose levels.

Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted.